Event description:
An altitude alarm was reported on the pump, causing the customer's blood glucose level to display as "high," though the specific value was unknown. Corrective action involved the customer administering a correction injection using multiple daily injections, and assistance from a third party was not needed. Tandem technical support provided guidance on preventing altitude alarms, which the customer understood, and the issue was resolved without needing to replace the cartridge.